Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (unable to grasp and unable to capture) appears to be related to challenging anatomy (restrictive leaflet and coaptation gap) and difficulties visualizing the clip. The reported image resolution poor was due patient's anatomy. The reported tissue injury was due to multiple grasping and capturing attempts. Unspecified tissue injury is listed in the triclip system instructions for use and is a known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was advanced within the patient. The clip became entangled within the leaflets, troubleshooting was preformed and the clip was freed. A small flail was identified and the anterior/septal grasping location. The clip was moved medially and implanted successfully. An additional mitraclip was then attempted to be placed but was unsuccessful due to the large coaptation gap. There was minor tissue damage, flail, to the leaflet caused by grasping and capturing attempts. The procedure was discontinued. The final mr was grade 4. There was no clinically significant delay reported.